Event description:
During a phacoemulsification procedure an irrigation / aspiration balance was not stable. Although inconvenient, this instability was handled by a surgeon during the procedure. The surgery was completed with the same device. No patient harm occurred.

Manufacturer narrative:
With regard to this complaint a mainboard was received for investigation. Visual and functional testing of the mainboard could not reveal any anomalies (i.e. The module was working within specification). In addition, device history review revealed no anomalies or repeat failures. Therefore, the investigation findings do not lead to a clear conclusion regarding the cause of the reported event.

Manufacturer narrative:
Complaint article was received by d.o.r.c. And investigation is ongoing.

Event description:
During a phacoemulsification procedure an irrigation / aspiration balance was not stable. Although inconvenient, this instability was handled by a surgeon during the procedure. The surgery was completed with the same device. No patient harm occurred.

Manufacturer narrative:
Complaint article was received by d.o.r.c. And investigation is ongoing. Due to the covid19 situation the product has not yet been returned to dorc. We were informed the product is expected to be received in short notice. Investigation will be initiated as soon as possible. No appropriate corrective/preventative actions can be taken until the investigation is completed. Investigation will be initiated as soon as the complaint product is received.

Event description:
During a phacoemulsification procedure an irrigation / aspiration balance was not stable. Although inconvenient, this instability was handled by a surgeon during the procedure. The surgery was completed with the same device. No patient harm occurred.